Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at the implantable pulse generator (ipg) pocket site that overrode the benefit from the scs therapy. Therefore, the patient underwent an explant procedure during which the ipg was explanted. The patient is stable postoperatively. The explanted device will not be returned as it was retained by the medical facility.